Event description:
The consumer reported that there was a loss of change of therapy. The doctor told the patient that something was wrong with the implantable neurostimulator (ins). The therapy was not really working and was not working during the night. It was really disturbing that the device/ ins did not work (issue started in (B)(6) 2015). The doctor put the patient on a prescription that did not work. She felt stimulation all day without doing a thing to it but then the next day, she did not feel it. Therapy/ stim was confirmed to not be on. Stim was turned on and it was at 2.9v on program 2. The patient felt it was too high and decreased it to 2.7v. There was no fall or trauma related to this issue. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they saw their healthcare provider (hcp) at the end of (B)(6) 2016 and they told her the ins was not working. The patient noted that they could not go back to that hcp and requested a new listing. An hcp listing was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.